Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were sticking and causing unintended scrolling through pump screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The complaint of the keypad buttons sticking and causing scrolling was not able to be duplicated. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. There was no visible moisture corrosion found on the internal components of the pump or keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.